Manufacturer narrative:
(B)(4). The multiple device statement on the initial medwatch report contained the incorrect device reference, a perclose proglide. The correct statement is: the other perclose a-t device referenced is filed under a separate medwatch report number. Evaluation summary: the device was returned and the reported suture retrieval issue was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A conclusive cause for the reported suture retrieval issue could not be determined. The treatment appears to be related to procedural circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Thirteen sterile perclose a-t devices with part# 12337-04 and lot# 50325k1 were returned for evaluation. Visual and functional testing was successfully performed with no malfunction noted.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device referenced is filed under a separate medwatch MFR number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a perclose a-t device with a 5f or 6f sheath after an interventional procedure. Reportedly, when the plunger was pulled back the needle did not catch the suture. A second perclose a-t device was used with the same result. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose a-t device. No additional information was provided.